Event description:
A 2.75mm diameter x 24mm length endeavor resolute rx drug-eluting coronary stent system was used to treat a lesion with 90-95% stenosis in a severely calcified ostial rca. During the index procedure, it is reported that wiring and predilations with a maverick balloon 2mm x 20mm were successful. During attempts to cross the lesion with the endeavor resolute rx coronary stent system, it is reported that the stent got entangled by calcium present in the lesion and dislodged from the balloon during manipulation. The stent was retrieved from the ostium and a bms stent was deployed to treat the lesion. It is reported that a dissection occurred during the procedure. No further details have been provided on the dissection. Pt status post procedure is reported as acute mi. The device and a cd of procedural images were received by medtronic and eval has been completed. The returned stent was not on the balloon. The stent was severely stretched and deformed and was in two pieces. There was blood present in the distal tip of the device and on the stent. The hypotube of the returned device was kinked at 12cm and at 70cm distal to the strain relief, most likely due to handling. The balloon of the device had been inflated. There was evidence of crimp/bake impressions along the working length of the balloon. Review of cd images showed that the most likely root cause of the dislodgement was due to the pt vessel morphology. No images of the failed delivery and dislodgement were apparent from the images provided. The reported dissection was not apparent on the cd images. The root cause of the reported dissection cannot be determined.

Manufacturer narrative:
Other (intervention required to remove dislodged stent). Eval codes, results: dislodgement, dissection. 90 - 95% stenosis, severe calcification. Conclusions: 90-95% stenosis, severe calcification. Other (root cause of reported dissection cannot be determined).